Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the pump was exposed to water and there is fluid under the lcd display. There is also condensation under the screen around the edges. Customer stated that it was dropped once or twice. Customer stated that he got into the pool with the pump and the keypad is currently unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.